Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that during a coronary artery stenting treatment procedure, shaft breakage occurred. The target lesion was located in the mildly to moderately calcified and mildly tortuous proximal left anterior descending artery (prox lad). While trying to advance a 3.00x38mm promus premier stent across the target lesion, the shaft was broken outside of the guide catheter. The device was removed successfully. It was reported the breakage point was within 15cm from the strain relief. However, the returned device revealed stent damage and hypotube breakage 20cm distal to the strain relief.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was returned in two sections due to a hypotube break 200mm distal to the manifold strain relief. The hypotube was flattened at the breakpoint indicating a kink occurred prior to breakage. The hypotube was kinked at various locations particularly in the breaksite area, with a kink 16mm distal to the break and minor kinks up to 30mm proximal to the break. The midshaft and corewire were kinked at two locations just proximal to the guidewire exchange port. The stent was kinked between the sixth and seventh most distal rows. These kinks were most likely caused during handling post procedure. The stent was straitened manually during analysis to allow a 0.0155" product mandrel to be advanced through the entire guidewire lumen. There was residue of solidified blood and contrast media inside the lumen. The mandrel was advanced without major restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).